Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen on (B)(6) 2015 and that the high impedance was resolved with the pin reinsertion.

Event description:
Further follow-up revealed that the x-rays were normal. It was reported that the patient underwent generator replacement. Device diagnostics were within normal limits and the surgeon chose not to replace the lead. It is unknown whether or not the generator/lead connection was checked prior to the new generator being implanted. It was reported that the explanting facility does not return explanted devices; therefore, no product analysis can be performed. The cause of the high impedance is suspected to be a lead/generator connection issue.

Event description:
It was reported that high impedance was observed. The patient had recently undergone generator replacement. Clinic notes dated (B)(6) 2015 from the neurologist indicated that x-rays would be performed and that the patient has not felt device stimulation since generator replacement. The patient was referred to neurosurgery. No known surgical interventions have been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.